Manufacturer narrative:
The investigation determined that the customer obtained vitros lac assay results that were higher than expected from samples from 8 different patients processed using the vitros 5600 integrated system. The cause of the event is user error while interacting with the vitros analyzer. The technician initially changed the lactate units of measure to alternate units (mg/dl). The customer later decided they wanted to report lac in mmol/l again. The customer should have simply touched the conventional unit button on the screen to report in mmol/l. However, they went into the configure alternate units screen for lac and manually updated the alternate units name from mg/dl to mmol/l and left the conversion factor of 9.01 which should only be used when going from mmol/l to mg/dl. Therefore every lac result was reported as mmol/l with a 9.01 conversion factor applied. The higher than expected vitros lac assay results were reported out of the laboratory for affected patient samples. Once the issue was identified, the customer updated the assay configuration screen and issued corrected reports. There were no allegations of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical solutions center (tsc) because they identified patient samples for which the lactate results as displayed on the vitros analyzer did not match the lactate (lac) results displayed in the laboratory information system (lis) for the same sample ID when run on a vitros 5600 integrated chemistry system. The information provided to the tsc meets potential health and safety (phs) as the discrepancies represent the potential for serious injury to the patient. The vitros lac assay results were reported out of the laboratory for 8 patients. Once the cause of the issue was identified, the customer issued correct reports. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).